Event description:
The customer reported to baxter france a solution administration set with a cut tube in the overpouch. The condition was reported to have occurred before patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a cut in the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition was not identified. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.